Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. The part was returned to the manufacturer. A visual examination found that the component had no issues and performed within specifications. The cap may have been cross threaded, causing the leak.

Event description:
Medtronic received information regarding a navigation system during a soft tissue ablation surgery. It was reported that during pullback, the surgeon noticed saline was leaking out of the blue compression cap that tightened against the fiber even when fully tight. This leak did not leak inside of the patient. There was still good saline return to the bag and the saline could be seen in the catheter in the imaging. The catheter and fiber was replaced and this resolved the issue. The surgery was completed with less than an hour delay with no patient impact.